Event description:
It was reported to covidien on (B)(4) 2012 that a customer had an issue with an insulin syringe. The customer stated after administering an insulin injection to a pt, she engaged the safety and the nurse received a needle stick. The nurse did receive the appropriate blood tests as result of the incident.

Manufacturer narrative:
Submit date: 08/31/2012. An investigation is currently underway. Upon completion, the results will be forwarded. Product monitoring has contacted the customer multiple times requesting additional info. To date, no further info has been provided. If additional pertinent info becomes available, the report will be updated.